Manufacturer narrative:
Retainer = black. Customer returned the insulin pump for alleged replace battery now alarm (unexpected battery power loss) found on 11/7/2021. Device passed the sleep current measurement, active current measurement, self test and displacement test. Successfully downloaded the trace/history files using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power related alarms noted during testing. A review of the history files reveals on 11/6/2021 the battery was removed five (5) times at 23:03, 2x 23:04, 23:05, and 23:06 and then four (4) failed batt test (battery failed) alarm at 23:04, 23:05, and 23:06 and on 11/7/2021 the battery was removed eight (8) times between 12:46 and 13:16 and then four (4) failed batt test (battery failed) alarm at 12:46, 12:48, and 2x 12:50. The rapid battery removal and battery failed alarms indicates the battery was not physically changed. Further review of the alarm history shows that on 11/6/2021 there was one (1) low battery alert at 22:32 and then on two (2) batt out limit (power loss) alarms at 13:11 that had occurred. Device was cut open for a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor and a test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, and pillowing keypad overlay. Replace battery now alarm (unexpected battery power loss) is not confirmed. No unexpected power/battery alarms during testing or excessive replace battery now alarms found in the downloaded history files. The rapid battery removal and battery failed alarms that are found in the history files indicate the battery was not physically changed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had an unexpected battery power loss alarm. The customer received a low battery alert prior to the replace battery alert. Customer stated that the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now after a low battery warning. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.